Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had off no power alarm as well as motor error alarm. Customer¿s blood glucose was 140 mg/dl at the time of incident. Customer stated that the insulin pump did not received low battery alert prior to off no power alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.